Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. A 300cm choice guidewire was advanced to cross the lesion. However, during the procedure, the radiopague portion of the guidewire tip fractured and remained in the circumflex and a portion migrated to the obtuse marginal (om) branch. No snaring attempt was performed to prevent vessel trauma. Another guidewire was then used and the dislodged tip was stented in place. The procedure was completed. No further patient complications were reported and the patient's status was good.